Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. (B)(4).

Event description:
It was reported that during the procedure to implant the lead component of the external neurostimulator (ens) trialing system, and while feeding the trial lead into the epidural space, the tip of the lead broke off. The physician was able to explant the complete device and a different product was used. There were no reported patient complications or symptoms in the event and, on follow up, the patient received effective therapy and was to go on to the permanent implant. If additional information is received, a follow-up report will be sent.